Manufacturer narrative:
(B)(4). Advancer bypass the analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during the consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. During the next firing sequence the clip was formed as conforming. The device locked out as intended but the orange indicator did not show up. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device locked out and would not fire clips. No other information was available at this time. No patient consequence was reported. The device is returning for analysis.